Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device with fold creases, wear abrasion, opening, brown particles in the fill channel and clear fluids. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Event description:
Patient called, to report left side deflation. And right side exchange with no complaints. Healthcare professional later reported, a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report left side deflation and right side exchange with no complaints. Healthcare professional later reported a right side deflation. Device remains implanted.